Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) electrode exhibited high defibrillation threshold (dft) measurements and high but not out-of-range shock impedance measurements during the implant procedure. An x-ray was obtained but was unremarkable. Surgical intervention was performed one day post implant and the electrode was repositioned which resolved the issue. No additional adverse patient effects were reported. The electrode remains in service.